Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported the patient passed way while connected to the monitor in the timeframe of (B)(6) 2025. When the customer was attempting to collect the logs on (B)(6) 2025, the application shut down; therefore, the customer was requesting assistance in downloading the logs. In addition, it was indicated the customer alleged no failure or fault of the device as it relates to the patient death. A review of the logs by product support engineering confirmed the device was functioning as expected during the event timeframe.